Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, brown particles in the shell, and an opening on the posterior. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a sharp crease opening, stress marks, and wear/abrasion. Based on the device analysis the final assessment was a sharp crease opening on the posterior side of shell assessed as a fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.